Manufacturer narrative:
The investigation into the vessel damage and blood loss in on-going at this time. Product and data log return from the medical facility have been affected by the covid 19 virus and facility access. Upon completion of the investigation, a final report will be drafted and submitted.

Event description:
A patient admitted with a myocardial infarction (st elevation mi) was treated in the cardiac catheterization lab and had 5 coronary stents placed. The patient had an impella 5.0 placed percutaneously via the right axillary for hemodynamic support. The placement of the impella was a difficult one that required aggressive manipulation for the steep angulation at the insertion site. It was noted that force was needed to transition the pump from the introducer to the artery. The axillary artery need a balloon to tamponade the artery as result of the multiple and aggressive placement attempts. In addition blood product were transfused back to the patient. The impella pump remained on for support for 2 days despite this access site complication and provided hemodynamic support to the patient.

Manufacturer narrative:
Since the initial report was filed the investigation has completed. Data logs were not returned for review. Product was returned, but due to covid-19 a complete analysis is not possible. Based upon the clinical account and patient history, the root cause of the vascular damage is attributed to the excessive force used on insertion as a result of the steep insertion angulation and patient anatomy. The failure mode will be monitored and trended.